Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a moderately left common femoral artery was attempted using a starclose se device after an interventional procedure. Reportedly, the clip was deployed, but failed to achieve hemostasis. Manual compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. Not achieving hemostasis after firing the clip can be influenced by, but not limited to; manufacturing, patient anatomical conditions and user technique. As part of the manufacturing process the devices are inspected and verified for proper loading of clip onto carrier tube. The devices undergo inspection to verify ribbon wings open properly, collapse completely, are aligned and are not damaged. In addition, a sample of devices from each lot must be successfully functionally deployed as part of quality assurance lot release testing. A femoral angiogram was taken and showed moderate calcification. As per the special patient population section of starclose se instructions for use, the safety and effectiveness of the starclose vascular closure system has not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. The clip misfiring can be caused by the following: relaxing downward pressure or retraction of the device during clip deployment; failing to raise the device from 45 degrees to 60 to 75 degrees prior to clip deployment; device not stabilized with the left hand during clip deployment. Also inadequate nick and spread could cause the clip to be deployed on the skin or in the tissue tract below the skin. Based on the reported information and the inspection criteria a definitive cause for not achieving hemostasis after firing the clip and associated patient effects could not be determined. The devices are visually inspected and functional deployment testing must meet specification. A review of the lot history record and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis.